Event description:
Customer reported the display went black during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the external interface and ffb boards. System operates as intended.